Event description:
It is initially reported that during a routine office visit, the physician observed that the patient's programmed setting were different than what was intended. It was unclear as to whether or not the physician confirmed that the patient's settings were corrected at the end of the previous programming session. Good faith attempts to obtain a copy of the flashcard from the treating physician as well as the product identification information have been unsuccessful to date.